Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor was not getting bleed back with the angio-seal evolution device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to state that this report has been deemed not FDA reportable. Upon further investigation it was confirmed that this event did not occur.